Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and power loss error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer was unable to calibrate but then the customer indicated that they do not want to troubleshoot. Customer wanted to know how to clear the notifications and troubleshooting advised customer with this. At the end of the call, the customer was able to calibrate. No further details given.